Event description:
It was reported that a spectrum pump had a defective link switch. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom, defective link switch, which was confirmed through a review of the device event history log as multiple system error 322 alarms. Evaluation reproduced the symptom as system error 322 while running a loaded set. The lower link switch was failing. The lower auxiliary was replaced.